Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 - belt unusable) has been confirmed. Upon investigation, the electrode belt would not communicate with a monitor. The cause for the test failure and service code was isolated to open red (can h) and blue (can l) wires in the trunk cable. The root cause for the open wires was excessive force on the cable. No adverse event resulted from the open wires.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient received a service code 204 (belt unusable).